Event description:
The customer contacted baxter's technical service center regarding an unrelated issue on the homechoice (hc) during use, during fill. The home patient (hp) disconnected and reconnected bags. Product surveillance contacted the home patient on (B)(4) 2012 in regards to an unrelated issue and hp stated that she just ended therapy for that day. She ended up contacting her nurse because the programming was incorrect on her machine. The hp stated there was nothing wrong with the machine or supplies, she had messed up the programming. The patient presented to the clinic on (B)(6) 2012 with abdominal pain and cloudy effluent. The patient was retrained on using proper aseptic technique. The patient is considered to be recovering from this event of peritonitis. She had already discussed the importance with her nurse about not disconnecting and reconnecting bags. She said her nurse retrained her on aseptic technique because she has a bacterial peritonitis infection identified as a staph infection which she said was from the poor aseptic technique. Since then she has been completing therapy successfully. The patient was not hospitalized but was treated with vancomycin, gentamycin, and cefazolin (dose, route, and frequency unknown). No additional information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - reuse of single-use product is confirmed, because it was reported that the patient reused supplies; however, the assignable root cause could not be determined, since we are unsure why the patient reused supplies. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - reuse of single-use product.